Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, thyroid nodular, post-traumatic headache, closed head injury, macromastia, ovarian cyst, anemia, cholelithiasis and grand multiparity. Concomitant products included calcitriol and levothyroxine. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). In 2013, the patient experienced urinary tract infection ("urinary tract infection") and kidney infection ("kidney infection"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), device expulsion ("migration of essure device location of device: uterus") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy: bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, urinary tract infection, kidney infection, device expulsion and endometriosis outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, kidney infection, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure in previous follow up: -(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: nausea, fatigue, menorrhagia, urinary tract infection, kidney infection, endometriosis. Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, kidney infection, migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), fatigue, endometriosis, she did not undergo essure confirmation test. Concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.